Manufacturer narrative:
Review of the mfg records revealed no attributes that could have contributed to this event. No further info provided.

Event description:
Screw is backing out of insert, seen on x-ray at follow-up, pt is asymptomatic.